Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.